Event description:
It was reported that 1 catheter failed to deflate properly. The facility told him that the balloon had to be punctured using a guidewire.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed 100% inspection. 3 pieces of samples were returned for investigation. From complaint description, it was reported that "one of his customers has returned 13 catheters to him after 1 failed to deflate properly. He has the actual failed catheter for return. He will hold the others for return pending investigation. The facility told him that the balloon had to be punctured using a guidewire and has returned all remaining stock with the same lot number." The investigation then was performed as below: actual sample: visual examination on the actual sample was noticed the inflation funnel side was cut and not been returned for investigation. Besides that, there was a guide wire attached to the inflation airline through the inflation funnel. However, there was no sign of kinking, clamp mark or collapse lumen observed throughout the shaft. Representative sample: visual examination on the catheters did not reveal any obvious defect or abnormality. There was no sign of kinking, clamp mark or collapse airline observed throughout the shaft. The catheters then were inflated with l0ml of water using a l0ml luer tip syringe. The balloons inflated without any difficulties faced. Further investigation, the guide wire then was removed from the inflation airline. A plastic valve then was inserted through the inflation funnel to ease the inflation process. Next, the catheter was introduced with 10ml of water and noticed that balloon could be inflated without any difficulties faced. No blockage was found. However, there was a tiny leakage on the shaft at the point as highlighted in picture 1. This leakage probably was occurred during the insertion of guide wire at the complainant side. Further investigation, the lumen inside the balloon also was check for any sign of collapsed lumen or abnormality that can lead to non-deflation and noticed the lumen was normal. Based on the analysis conducted, there was no blockage found on the inflation airline of the returned sample. Furthermore, no issue found on the representative samples. Since there was no product dysfunctionality issue observed based on reported failure, therefore this complaint could not be confirmed. However, non-deflation could be occurred due to several reasons such as it was being bent or kinked during the usage, blockage inside the inflation airline, improper fixation of syringe to the valve or excessive pressure applied during deflation process. Besides that, clamping with hard object, heavy encrustation of salt deposits and the use of inflating fluids such as non-sterile water or saline also may lead to such problem of non-deflation.

Manufacturer narrative:
(B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 1 catheter failed to deflate properly. The facility told him that the balloon had to be punctured using a guidewire.